Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was trying to make an adjustment, but their patient programmer (pp) froze up; the patient's husband changed the batteries. The patient called in today to make a program change because they had a return of their bowel symptoms on friday. The patient already tried adjusting stimulation and their pp froze up. The patient was able to sync with their pp which showed stimulation was off. The patient was able to turn stimulation back on where they felt it in their bicycle seat area. They switched to program 4 at 1.5v. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp) and the patient should consider completing a voiding diary to track progression/therapeutic response. The patient was instructed to give it a few days and was redirected to their hcp if the problem doesn't resolve or call back for another adjustment. They have an appointment with their hcp next week. No further patient complications have been reported as a result of this event.